Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted; no particle was found. An underwater pressure test was also performed with no issued noted. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was observed in a homechoice cassette. This event was observed before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.